Event description:
During an attempted implant, the physician repositioned the lead, the helix retracted under fluoroscope, when the physician withdrew the helix extended. It was noted that the patient had pericardial tamponade.

Manufacturer narrative:
A lead tip stiffness test was performed, and was found to be within specificaiton.